Event description:
It was reported that "some" impedances were out of range at the time of implant. Following the procedure, the patient was doing well and was receiving therapy. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the impedances resolved after implant. An implant date of (B)(6) 2015 was provided. It was unclear if the implant occurred on this day or previously reported implant date.